Event description:
A female admitted in 2009 for intravascular foreign body retrieval. Pt had a left subclavian infusaport placed in 2007, completed chemo for breast ca 1 yr ago. Pt had infusaport flushed 6 weeks ago, nothing difficulty. When cath was removed it was noted to have sheared. Percutaneous retrieval of intravascular device without difficulty. Reported as malfunction of equipment.